Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater/cooler temperature system did not function as expected. The device was operating at a greater temperature than desired. The user attempted to remedy the issue by using the override switch. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.